Event description:
It was reported by provider that the irc5p concentrator is not shifting which is causing the unit to alarm and shut down. The provider states this is a rental unit but did not have the hours.